Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 6f sheath after a diagnostic procedure. Reportedly, there was difficulty removing the proglide device after suture deployment. The device was able to be removed from the patient anatomy with significant manipulation. Manual arterial compression was applied to achieve hemostasis which resulted in a hematoma (2-3cm in size). No treatment was performed for the hematoma. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.